Event description:
The surgery itself went well. However, in the earliest part of cardiopulmonary bypass it was reported that the patient had developed a gross hemoptysis through the endotracheal tube. It was presumed that the lesion was advancement of the pulmonary artery catheter with rupture of a branch of the pulmonary artery into the bronchus. The patient was weaned from bypass. At that time the hemorrhage from the right main stem bronchus became excessive. The patient was reintubated; however, the patient could not be ventilated sufficiently.